Event description:
It was reported that the right atrial lead was explanted and replaced due to lead dislodgement, confirmed via x-ray. The patient condition was fine post-procedure.

Manufacturer narrative:
(B)(4).